Event description:
The customer stated that the potassium calibration slope was lower than expected, but within the acceptable range. The potassium quality control levels were also out of range low when using the clinical chemistry serum ict calibrator lot # 0505017. This occurred on the architect c8000. Performing the bleaching procedure did not resolve the quality control issue. There was no impact to pt management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.